Event description:
The customer reported that the system produced uncommanded x-rays and then after a system reboot, would not display an image. There is no report of injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. The sys operates as intended.